Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician damaged the screw on the lead tip. The pacing lead was replaced. No patient complications have been reported as a result of this event.